Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this lead could not be confirmed. The lead tip was intact and undamaged and there were no visible signs of defect or damage that would lead to dislodgement. Overall, the lead met specification and no further analysis was performed.

Event description:
Boston scientific received information that this lead dislodged from its target location and displayed high threshold measurements. Additional surgical intervention was performed to explant the lead from the patient and take it out-of-service. A replacement lead was implanted in its place. No adverse patient effects were reported. Additional information was received that this lead or any of the patient's implantable hardware had anything to do with the development of their pneumothorax.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.